Event description:
We received a report that a tecnis multifocal zmb00u0250 was explanted from the patient's left eye after he complained of consistently of blurred vision following surgery. Another intraocular lens was placed during the same procedure. There were no post-operative complications and the patient has recovered. The iol was discarded in the field.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.